Event description:
It was reported that the user experienced a hypoglycemia event after indicating that too much insulin was given relative to carbohydrate intake while using the ilet, consistent with an incorrect meal size announcement and a meal announcement usage error. Symptoms included low blood glucose consistent with hypoglycemia. Investigation included attempts to obtain additional information from the user and analysis of the information available. Investigation of this case revealed insufficient information to identify a device malfunction, with no device problem found. The event aligns with a potential usage problem related to meal announcements, including failure to follow instructions, user interface contribution, and an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.